Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with photos received and reviewed. The examination of the head shows scratching and wear marks consistent with the device being used, along with an unknown black debris on the inside of the taper potentially in-vivo corrosion. The examination of the stem shows the same unknown black debris along the taper potentially in-vivo corrosion. Review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04806.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d10; h2; h6. The device was returned and evaluated. Visual evaluation of the head identified the following: there was dark debris and thread like pattern in the taper. No other damage was noted. Sem analysis revealed the following: there were deposits on the taper surface and circumferential grooves, possibly from contact with the surface texture of the stem's taper. Circumferential bands of deposits were observed on the taper surface. Quantitative eds of the taper's surface identified the following: 1) biological material containing some or all of c, na, o, p, s, cl, k, and ca. 2) cocrmo substrate material showing elevated levels of cr, mo, and o, possible evidence of corrosion products. 3) titanium, possibly transfer from the stem taper. Eds analysis of the head's spherical surface was consistent with cocrmo alloy. No further evaluation could be performed with the returned devices. Evaluation of the returned product does not change the conclusions of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent right hip revision approximately 11 years post implantation due to high cobalt level of 6.7. It was noted the head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.